Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the heater tray paint looks like it is burned and the paint is peeling during their pd treatment. The patient reported they were not draining during drain 4 of 4 of treatment. There was no alarm. The patient reported having fibrin. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient performed manual pd exchanges with heparin. The patient was seen in the clinic and the fibrin has cleared. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the heater tray paint looks like it is burned and the paint is peeling during their pd treatment. The patient reported they were not draining during drain 4 of 4 of treatment. There was no alarm. The patient reported having fibrin. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient performed manual pd exchanges with heparin. The patient was seen in the clinic and the fibrin has cleared. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage on heater tray assembly due to cracks and discoloration on the surface. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Post-accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. Clamped patient line during drain 0 and drain complication occurred as expected. The simulated treatment was completed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the heater tray paint looks like it is burned and the paint is peeling during their pd treatment. The patient reported they were not draining during drain 4 of 4 of treatment. There was no alarm. The patient reported having fibrin. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient performed manual pd exchanges with heparin. The patient was seen in the clinic and the fibrin has cleared. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.